Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (occlusion).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were unremarkable. It was reported that the left hypogastric artery was unintentionally partially covered by the ipsilateral limb. No intervention was performed. No additional clinical sequelae were reported and the patient is fine.